Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed; the front panel was broken and minor scratches were found on the top cover. The device evaluation found the error e432 happened due to a faulty relay board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the unit had been damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device had an e432 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the error message e432 occurs if the output voltage exceeds a value of 220v. The device is then restarted for safety reasons. If the cause of the error remains, unlimited periodic restarts may occur. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: "olympus generators are not designated for fumigation with h2o2 or similar solutions. Such substances weaken not only the surfaces of the devices, but also boards, electronic components, and insulation material inside the device. Consequently, the generator is damaged shortly after the fumigation. When electronic components are affected, it is possible that the electric functions of the device are permanently impaired. The following information for cleaning and disinfection, as well as the cleaning and disinfection procedures, are stated in the IFU: ¿cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol and quaternary ammonium compounds (sani-cloth plus manufactured by pdi professional). Low-level disinfection efficacy has been validated with an alkaline disinfectant based on low alcohol and quaternary ammonium compounds (sani-cloth plus manufactured by pdi professional at 3 minutes contact time).¿ olympus will continue to monitor field performance for this device.